Event description:
It was reported the instruments were used during an unknown procedure. It was reported the insulation on two instruments split during the procedure. There was no consequence to the pt.